Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power-on-reset (por) condition occurred three times within 12 hours of reprogramming the neurostimulator. The issue occurred in both (B)(6) and (B)(6). The patient had one program installed in (B)(6), however, while visiting (B)(6), four different programs were created on (B)(6) 2011. The patient was happy with the result. On (B)(6) 2011 troubleshooting was performed and the patient had good sensation. That night, the patient lost the stimulation sensation and her programmer was prompting her to call her physician. On (B)(6) 2011, the patient was once again reprogrammed, but lost sensation again that night with a por condition. It was uncertain whether a longevity calculation had been conducted. It was determined that electromagnetic interference did not contribute to the event. The patient returned to (B)(6) with her neurostimulator in a por condition and was going to have her device replaced. Three por conditions had occurred within 12 hours of reprogramming. It was noted that the por condition had also occurred before the patient left (B)(6). It was believed (but unconfirmed) that the patient responded well to therapy following replacement of the neurostimulator.